Manufacturer narrative:
Follow-up # 1 date of submission 01/30/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings: a review of the pump history showed multiple call service alarms. During testing, the pump powered on and emitted a call service alarm that was not able to be cleared. The pump¿s audio tones, vibrations, and display were all fully functional. Evaluation revealed that there was no intermittent condition found to the display circuit. Unrelated to the complaint, evaluation revealed that a component on the printed circuit board was defective. The defective component was replaced and reprogrammed. The pump was then able to power up to the ¿verify¿ screen. The pump was primed and exercised with no alarms occurring. The complaint of the lines on the display was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. The reporter alleged that there were lines on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).